Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same to a device marketed in the u.s. Concomitant product: 4592-53 lead, implanted (B)(6) 2001; 693675 lead, implanted (B)(6) 1995. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Some impedances not measured; lv tip to ring and tip to coil are undefined.

Event description:
It was reported that a transmission observed the right ventricular (rv) lead had oversensing. The rv lead remains in use. It was also reported that the left ventricular (lv) lead measured high impedance. The lv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.